Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and follow-up from tandem technical support, therefore no additional information was obtained.